Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the c-max surgical table and was able to duplicate the reported event. When the technician commanded the tilt function on the hand control the table articulated into trendelenburg position. Further inspection of the table found several faults displayed (wrench 26, wrench 10 & valve defect) on the hand control screen. The technician's evaluation results determined that the cause of the event was due to the master control board requiring replacement. The c-max surgical table subject of the reported event was manufactured in 2008. The technician replaced the master control board, tested the function and operation of the table, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that at the end of a patient procedure, user facility personnel commanded the table via the hand control to tilt so their c-max surgical table could be level however, the table went into trendelenburg position. The procedure was completed successfully, and no injuries or procedure delays were reported.